Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the receptacle for the base was cracked. Additional malfunctions include the clamp for the 4 way valve was leaking.